Event description:
This spontaneous report from a consumer reported as "soreness at the injection site after needle broke off under the skin", concerns a female pt treated with novofine 30 disposable needle from 2001 to present for type ii diabetes mellitus. Medical history included asthma and obesity. The pt reported that in 2005, she experienced soreness at the injection site after a novofine 30 needle broke off under her skin on the left side of her abdomen while she was in the process of removing the insulin syringe after administering her morning injection. Later that same day the pt went to the emergency room, but she did not receive any treatment for the event. An abdominal x-ray was performed and the pt was informed by the emergency room physician that it did not reveal a needle in the abdomen. The emergency room physician also informed the pt that the radiologist would read the x-ray later that day and would be in contact with her should the x-ray reveal anything. She was discharged home with the instruction to return if her condition worsened. It is not known if the pt had previously used the needle in question for other injections. At the time of the initial report, the event was ongoing.

Event description:
Soreness at injection site after needle broke off under skin(med device complication) soreness at the injection site(injection site pain). Case descreption: analysis result; product: novofine g30. 8mm lot no. D4j04r - actual device involved in incident evaluated - batch history from final qc-release examined. - device from same lot evaluated. - actual device involved in incident evaluted: the needly tube is broken to the observed problem were found. - device from same lot evaluated. Visual examinations performed. Needles tested for breakage. During testing it has not been possible to detect any irregularities on the sealed and unused needles, from the same needle involved in this complaint. Follow-up received in 2005. Since the last submission of the case the following info has been updated.

Event description:
Case description: a nurse at the emergency room confirmed that the pt was evaluated by an emergency room physician for an insulin needle which had broken off in the pt's abdomen. She reported that the ER physician was unable to locate the foreign body through physical examination and a fla/upright abdominal x-ray was performed in 2006, but no radiopaque foreign body was identified. She reported that it was unk if the disposable needle that broke was previously utilized for any other injections prior to the event. Furthermore, she reported that since the pt was only seen in the emergency room she was unable to state whether the soreness at the pt's injection site had resolved. The nurse stated that the event outcome was that no foreign body was indentified or removed while th ept was in the emergency room. She reported that the pt did not receive any treatment for the event and that info regarding the cause of the event was not available to her.